Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. The patient previously had a device explanted; however, it was determined to be not reportable, as it is not commercially available in the united states. The patient also had another device implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that during a cholecystectomy procedure, the clip ejected in unformed. The clip did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.